Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix l/p (device 1). An additional supplemental emdr was submitted to represent the composix l/p (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2018 and (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device 1). Per op notes, ¿the hernia sac with incarcerated omentum were noted and reduced. A composix l/p (device 1) was placed and secured using tacks.¿ (B)(6) 2022 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent robotic assisted laparoscopic repair with excision of composix l/p (device 1) and implant of composix l/p (device 2). Per op notes, ¿the hernia that contained omentum trapped in the sac was reduced. The hernia sac was reduced. Adhesions of the old mesh were lysed. The old mesh (device 1) was completely detached from the hernia was peeled and removed entirely. The hernia defect was measured. A composix l/p (device 2) was placed and tacked using sorbafix tacker.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix l/p (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ composix l/p (device #2). Should additional information be provided, a supplemental emdr will be submitted.not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2018 and (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.